Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. -internal core wire was failed and error us6402 occurred. -the end of the protector of the probe was damaged. -there were dent and scratches in the insertion tube which was related to an external force. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
During the preparation for use, the user found the following. -the ultrasonic image was not displayed. -the insulation was twisted when the user turned the device. -the core inside the distal end probe was retracted. The user replaced the device with another device and completed the procedure. The procedure was not delayed more than 15 minutes. The patient was not under anesthesia. There was no report of patient injury associated with this event. The user returned the device to olympus repair center. Olympus repair center found that the distal end had damage which might cause the ultrasonic conduction fluid to overflow from the breach.